Event description:
Reportedly, the lead was position at the apex and during the implantation, the ventricular threshold was measured at 0.5v. During the first follow up, after 10 days the ventricular threshold was measured around 2v for 0.35ms. For the moment, the physician left the lead and the patient is monitored.

Event description:
Reportedly, the lead was position at the apex and during the implantation, the ventricular threshold was measured at 0.5v. During the first follow up, after 10 days the ventricular threshold was measured around 2v for 0.35ms. For the moment, the physician left the lead and the patient is monitored.

Manufacturer narrative:
Review of quality documents of ventricular vega r58 confirmed that the lead was manufactured and approved in accordance with accepted standards. Review of provided patient files, confirmed the progressive the reported ventricular threshold increases from 0.5v (measured during implantation) to 2v (on (B)(6) 2024). Ventricular electrical measurements remained acceptable despite a slight decrease of the impedance and sensing values since the implantation, from 750 ohms to 450 ohms and from 16 mv to 10 mv. For both leads, the exact root-cause could not be determined with certainty since both leads are still implanted. However, the most likely hypothesis could be related to an insufficient fixation of the leads, which could have led to a slight movement of the leads or dislodgement.